Manufacturer narrative:
(B)(4). The customer returned one percutaneous sheath introducer (psi) for evaluation. The dilator was not returned and the psi showed no obvious signs of use. Visual examination of the sheath body, sheath valve, side arm and stopcock did not reveal any defect or anomalies. Microscopic examination of the stopcock did not reveal any defect or anomalies. The side arm was leak tested by clamping the extension tubing adjacent to the sheath body/valve and injecting water into each of the stopcock ports using a lab inventory 10ml syringe. Water was injected into the end port (with side port closed) and leakage was observed from the stopcock coming from the seal directly opposite the handle. When water was injected into the side port (with end port closed) leakage was observed from the same location. A device history record review was performed on the sheath extension assembly and no manufacturing related issues were identified. The customer report of the psi sidearm stopcock leaking was confirmed through investigation of the returned sample. The side arm was leak tested by clamping the extension tubing adjacent to the sheath body/valve and injecting water into each of the stopcock ports. Leakage was observed from the stopcock body during leak testing. Since the stopcock is a purchased part, the defect is supplier related. A nonconformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports a leakage found from the side port. A new kit was opened. It is unknown when this event occurred, during test or after insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leakage found from the side port. A new kit was opened. It is unknown when this event occurred, during test or after insertion.